Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 143 events were reported for this quarter. Product return status: 3 devices were received. 118 devices were evaluated based on historical data analysis. 22 device investigation types have not yet been determined. Additional information: 143 devices were not labeled for single-use. 143 devices were not reprocessed or reused.

Event description:
This report summarizes 143 malfunction events in which the device reportedly overheated. - 94 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events had the problem identified before clinical use/exposure; there was no patient involvement. - 39 events had patient involvement: no patient impact. - 5 events had insufficient information received regarding health impact. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 143 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 144 reported events are included in this follow-up record. Product return status 7 devices were received. 128 devices were evaluated based on historical data analysis. 9 device investigation types have not yet been determined.

Event description:
This report summarizes 144 malfunction events in which the device reportedly overheated. - 93 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events had the problem identified before clinical use/exposure; there was no patient involvement. - 42 events had patient involvement; no patient impact. - 4 events had insufficient information received regarding health impact. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 144 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 143 previously reported events are included in this follow-up record. Product return status 11 devices were received. 1 device was not available for evaluation. 131 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 143 malfunction events in which the device reportedly overheated. - 95 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events had the problem identified before clinical use/exposure; there was no patient involvement. -42 events had patient involvement; no patient impact. - 1 event had insufficient information received regarding health impact. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.